Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within a month of implant, the right ventricular lead was found to be displaced and was not capturing. Upon repositioning, the lead had high impedance and thresholds. The lead was cut to maintain access and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.